Manufacturer narrative:
Investigation summary: five samples were returned to our quality team for investigation. Through visual inspection, liquid can be observed in the stopper ribs, verifying the reported defect. The product was further evaluated, there was no damage or molding defects noted in the plunger rod or other components that could have caused a leak and the stoppers were verified to be properly assembled onto the plunger rod. A device history review was performed for the lot 1605276p, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures, including tightness and leakage testing. Results were reviewed for the lot 1605276p and no issues were identified. The returned samples underwent these same tests and all product was found to meet required specification. Based on our quality team's investigation and given no manufacturing defect was observed within any of the returned product, we are not able to identify a root cause at this time. Complaints received for this defect and device will be monitored by our quality team for signs of emerging trends.

Event description:
It was reported that syringe 50ml perfusion leaked. This occurred on 2 occasions. The following information was provided by the initial reporter: it was reported that syringes leak past the plunger.

Manufacturer narrative:
The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that syringe 50ml perfusion leaked. This occurred on 2 occasions. The following information was provided by the initial reporter: it was reported that syringes leak past the plunger.